Event description:
It was reported that an asymptomatic patient presented in clinic with their right ventricular lead exhibiting oversensing of noise. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.